Manufacturer narrative:
(B)(4). (B)(6). Products have been received by zimmer biomet and the investigation is in process. Once the investigation have been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01301, 0001825034-2020-01302, 0001825034-2020-01304.

Event description:
It was reported that during a hip procedure, the products bent, twisted and fractured during use. It is unknown if there was any harm or injury sustained by the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was returned and evaluated against the complaint. Multiple devices were returned and visual inspection of one item number 423859 was fractured and blackened. The second item number 423859 was intact but had been blackened with debris in the tip. Item number 423864 had the tip worn and blackened. Item number 423880 was returned with the tip showing damage and discoloration. Item number 807910 was returned fractured into two pieces. DHR was reviewed and no discrepancies were found. It was determined that the product worked as intended and what is seen to be normal use of product and no problem found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.